Manufacturer narrative:
According to information received from field service engineer, the reported problem was solved by replacing the membrane in the expiratory cassette. The expiratory cassette membrane is a consumption article and has an operating capacity of 10.000.000 breathing cycles. When this limit is passed, it must be replaced. A membrane capacity counter can be shown in the system status window. It was also noted that the air inlet filter was not properly installed on the turbine module. After membrane replacement and proper filter installation, the ventilator passed all functional and safety tests and was cleared for clinical use. The issue will be detected during pre-use check and will not occur during ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check and generated a technical error code indicating a turbine module failure. There was no patient involvement. Manufacturer's ref : (B)(4).